Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 10:00am by visiting her pcp, after receiving higher than normal blood glucose results from her prodigy diabetes meter. The end user performed several blood glucose test and received the following readings 440 mg/dl and 531 mg/dl. She experienced dizziness and a headache. The end user visited her pcp and upon arrival her blood glucose reading was 106 mg/dl. No treatment was administered since her blood glucose was within normal range. Upon release her blood glucose reading was 106 mg/dl and she was instructed to see a neurologist for her headaches. No additional details were provided in relations to this medical event.